Event description:
It was reported that the index procedure took place on (B)(6) 2011, during which a 2.75x12 mm promus stent was implanted in the target lesion. On (B)(6) 2011, the patient was diagnosed with stage 4 metastatic lung cancer during his hospital stay. The patient was also experiencing recurrent ischemic symptoms lasting 10 minutes or more. A new st elevation was observed. A potential myocardial infarction was noted. No angiography was performed due to the patient's unstable condition and bleeding risk. ECG showed significant st-t wave depressions in the anterolateral leads, with positive troponins. Echocardiogram demonstrated preserved ejection fraction of 55%. The patient was treated medically for the symptoms with no intervention performed. The patient was receiving palliative radiation treatment for lung cancer and was also readmitted with sepsis on (B)(6) 2011. The patient passed away on (B)(6) 2011 from complications of lung cancer. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and myocardial infarction (mi) are listed in the promus instructions for use, as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.